Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Premarket identification k011245. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that due to peri implantitis implants lost integration. Tooth locations 33 and 43. Patient would have to return to place a new implant

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.